Event description:
Report received of multiple device alarms occurring with a dopamine drip during ambulance transport of a critical patient. The dopamine was infusing at an unknown rate when the alarms occurred. The nurse reported that the tubing set was removed from the pump and the dopamine was infused via gravity with no reported delay in therapy. The customer could not recall the exact vital signs; however, the pateint's systolic blood pressure ranged from 90mmhg-110mmhg and the diastolic pressure renaged in the 90's. The customer reported that there was no adverse patient event and no medical interventions were required. Though requested, no additional information was available.